Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 05/01/2016, the lay user/patient contacted lifescan (lfs) alleging that she had difficulty when inserting or removing her lancets from her onetouch delica enhanced lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue with her onetouch lancing device began on (B)(6) 2016, in the evening. The patient denied taking any medications to manage her diabetes and was unable/unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that ¿5 minutes¿ after the alleged product issue began; she developed the symptoms of sweating, nauseous, blurry vision, headache and dizziness. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted this was not the first time the product was being used and had been in use for 7 months to a year prior to the alleged incident. The patient was unable/unwilling to confirm if she was using the correct lancets, what gauge they were and if the issue was resolved with trouble shooting. There was no misuse of the device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.